Event description:
During a cardiac ablation, physician was unable to see electrical activity on ep med system. Cables were replaced, staff checked all the connections and eventually changed the ablation catheter with only slight improvement. Ultimately, they had to switch ablation generators.